Manufacturer narrative:
Additional information was received which reported that the valve was repositioning because the implant depth was too deep. It was unknown if there was any unusual resistance felt while loading the valve, and it was not known if a misload had occurred. The capsule had separated. No adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis: upon receipt at medtronic's quality laboratory, the valve was received loaded in the capsule of the delivery catheter system (dcs). The valve could not be removed from the dcs. The dcs handle was intact. The dcs was received with the capsule partially opened. The deployment knob retracted and advanced the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism was intact. The device was returned with the end cap/screw gear snap fit connected. Delamination was observed over the nitinol reinforcing frame along the length of the capsule. There was a break observed in the capsule nitinol reinforcing frame near the proximal end of the capsule. The separation site was observed to be jagged and uneven. There was damage observed on the threading of the screw gear. The check valve and spring component were noted to be misplaced into the capsule flush port. The tip retrieval components were removed to facilitate inspection of the flush hub. The check valve was confirmed to be misplaced and blood was noted along the flush hub. The reported positioning difficulties and dcs kink could not be confirmed in the analysis. However, the capsule separation was confirmed in the analysis. Conclusion: a device history record (DHR) review could not be performed on the dcs as the lot number was not available. However, manufacturing controls are in place to ensure that the device met specification requirements prior to release from the manufacturing facility. Recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. There was no information to suggest a device quality deficiency that may have caused or contributed to this event, but the cause of the positioning difficulty could not be conclusively determined with the available evidence. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. During the recapture, the capsule of the delivery catheter system (dcs) reported to kink. The valve was able to be recaptured, however it was reported that the capsule "tore off". Images of the capsule after removal from the patient were provided, which confirmed the capsule separation. Analysis also confirmed that the capsule had separated. Capsule separation occurs due to excessive compressive forces applied to the capsule. Forces in the system is a cumulative effect that may be increased by factors such as tortuous anatomy and load quality. No procedural images or fluoroscopic load check images were submitted for review. Therefore, the cause of the capsule separation could not be determined with the information available. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy. The observed damage on the threading of the screw gear was consistent with the increased forces in the system. High forces in the handle may cause the threading of the screw gear to become worn and damaged. The spring and check valve of the capsule flush port flush hub were observed to be out of place. This can occur due to too much pressure being applied when inserting the syringe prior to flushing the flush port however due to the information available, this could not be confirmed. Updated data: d1, d4, d9, g1, h2, h3, h6 method, result, and conclusion codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed and recaptured for repositioning. During the recapture, the capsule of the delivery catheter system (dcs) reported to kink. The valve was able to be recaptured, however it was reported that the capsule "tore off" . The dcs was withdrawn from the patient without harm. No adverse patient effects were reported.